Manufacturer narrative:
Updated: b5 - describe event or problem. The device was received for evaluation. Tears were observed on the right and left side of the exposed soft cannula, from which fluid was observed to leak. The external cannula tears are confirmed as the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level rose to 297 mg/dl (16.5 mmol/l) between 37 and 48 hours of wearing the pod. The patient reported the pod was removed from their arm and a bolus was administered. The device evaluation found the cannula to be torn.

Manufacturer narrative:
Tears were observed on the right and left side of the exposed soft cannula, from which fluid was observed to leak. The external cannula tears are confirmed as the root cause of the reported event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 37 and 48 hours. Investigation of the pod found that tears were observed on the right and left side of the exposed soft cannula, from which fluid was observed to leak. The external cannula tears are confirmed as the root cause of the reported event.